Manufacturer narrative:
A patient had an infection at the ipg, and lead sites was reported to abbott. The patient underwent surgical intervention during which the system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 1627487-2024-07158, 1627487-2024-07162, 1627487-2024-07164. It was reported that the patient had an infection at the ipg and lead sites. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section h6 investigations conclusions code should have been 67 instead of 11 in additional report 1. This correction is reflected in this additional report 2.